Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached at the tubing connector. The site location was the patient's hip and stomach. However, the pump was located on the left side in the pants. The infusion set had been used for one day. The infusion sets were stored in a box, (in the cabinet) and that was all air conditioned. Moreover, the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 124 mg/dl. No further information available.

Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the (B)(6). On 26-jan-2022, it was reported that the patient's infusion set's tubing detached at the tubing connector. The site location was the patient's hip and stomach. However, the pump was located on the left side in the pants. The infusion set had been used for one day. The infusion sets were stored in a box, (in the cabinet) and that was all air conditioned. Moreover, the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 124 mg/dl. No further information available.